Event description:
It was reported that speed drops to 1004, 0 and a pulsitility index of 0 were noted with no alarms. Log files submitted for review captured routine events. Additional information stated the cause of the speed drops was a screen issue. The screen was exchanged which resolved the issue, the speed drops were not seen on the alarm screen after exchange. The patient was asymptomatic during the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.